Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the adhesive issues. Lot release and sterilization records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16, using the pod 5 / page 44, warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify that there is no wetness or scent of insulin, which may indicate the cannula has dislodged.

Event description:
The customer reported being prescribed an adhesive spray by the doctor due to the pods not sticking well to the skin. She does not remember the name of the spray.